Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The over 92% stenosed target lesion was located in the left circumflex artery. A 20 x 2.50mm promus premier drug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was noted that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the stent found that the first proximal stent strut was damaged and lifted on one side. The undamaged crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. A visual and microscopic examination of the bumper tip showed signs of damage. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found no issues along the hypotube. A visual and tactile examination of the device found no issues along the mid shaft, inner or outer polymer extrusion. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The over 92% stenosed target lesion was located in the left circumflex artery. A 20 x 2.50mm promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was noted that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.